Event description:
The customer reported that smoke emitted near the autoloader of the dimension exl with lm instrument. The customer also observed brown discoloration on the lid above the autoloader and stated that there were no visible flames associated with the event. There were no injuries to the operator. The customer sent out patient samples to a neighboring hospital to mitigate delay in testing. There are no known reports of adverse health consequences due to the incident.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). After the customer reported smoke emitted from the dimension exl with lm instrument, siemens remotely performed a controlled power shutdown. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected instrument and observed that the autoloader home sensor wire was pinched and discolored. Then, the cse replaced the autoloader home sensor and the heat torch. The cse visually confirmed there were no other discolored or pinched wires in the cuvette manufacturing area or around the autoloader. The cse powered instrument up and performed autoloader alignments and an inventory check. Next, the cse primed instrument, confirmed no leaks, checked cuvette formation, and turned on the reagent management system (rms) in the system configuration screen. The cse also ran system check, which recovered successfully. Then, the customer replaced reagents and ran quality control (qc), which recovered acceptably. Siemens evaluated the event and concluded that the pinched and melted wire of the autoloader home sensor potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of the device is required.